Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16115. Related manufacturer reference number: 2017865-2019-16116. It was reported that the patient presented for in-clinic follow up exhibiting episodes of noise recorded by the implantable cardioverter defibrillator. Interrogation showed noise on both the atrial and ventricular channels which resulted in pacing inhibition. Programming interventions were made. The patient was stable.